Event description:
The sales rep reports that during a procedure, the device would not fire at all. They closed the closing trigger and attempted to fire but the device would not fire at all. They took the cartridge out and dry fired it. But could not get it to fire with the cartridge. They completed the procedure with another like device. There was no patient consequence. The device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that a device was received in good visual condition and with no reload present. The firing mechanism was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retention bosses were damaged; the two bosses retain the tube in the shrouds. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance. The knife can be restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. The damage to the shroud's shaft retention bosses would allow the shaft of the device to translate forward during closure. This translation of the shaft would not allow the firing trigger to advance the firing links fully on the first stroke. Therefore, the second firing link would not be advanced fully into the proper position. This would lead to the devices inability to advance beyond the first firing stroke. While there is not enough evidence to conclude how the shroud retention bosses became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The manufacturing records wer reviewed and no anomalies were found during the manufacturing process.